Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touchscreen was unresponsive. Additionally, it was reported that the pump battery was depleting quickly, resulting in the pump shutting off. Customer's blood glucose (bg) level was displayed as "high"; however a specific value was not provided. Customer delivered a correction bolus via the pump and administered a manual injection to address bg. Reportedly, customer continued to use the pump for insulin delivery.